Manufacturer narrative:
Foreign material from consumer's sample photo was identified as a piece of cellophane used to protect the tampon upon assembly. The consumer's reported event was due to manufacturing. The cause of the cellophane material left on the tampon was inadequate process controls at the pledget loading station.

Event description:
Consumer reported that two days after finishing her menstrual cycle and after having intercourse, she removed a piece of plastic from her vaginal cavity. In the days following the end of her cycle, she reported feeling nauseous, hot/cold, and cramps. She reported taking advil. She sought medical attention in which tests and a vaginal exam confirmed there were no foreign materials in her body and no infection. She has since improved.